Event description:
The customer contact reported that during testing at the user facility, the device continued to deliver after the stop key was pressed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.